Event description:
Surgeon performing a vitrectomy using synergetics valved cannula, 58.23v, and competitor's instrument. The valved cannula was not retained during instrument retraction in the two active entry ports maintained by the cannula. There were no issues with the static port maintained by the synergetics infusion line. The inability of the cannula to be retained caused a delay in the surgical procedure.